Event description:
It was reported that the cable jammed in the cable tensioner. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the cable tensioner was blocked. The accurate cause of the damage could not be determined. The inspection by means of material and manufacturer documents shows that the present cable tensioner was produced in (B)(4) 2006 and was matching the valid specifications. A new design is in stock already.